Manufacturer narrative:
The image artiface investigation found the 9800 system with snowy image artifact around images. The ge service rep replaced the image processor pcb. System tested and operating with in the manufacture spec.

Event description:
The customer reported the system had a possible heat problem. There was also a problem with an artifact on the image.